Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. The customer continued to use current pump.